Manufacturer narrative:
The device and the lens were returned separated. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage observed. The lens was returned adhered to the outside of the device with viscoelastic. The lens was cleaned with lphse to remove from the outside of the device. No haptic damage observed. The optic has marks on the anterior surface that are semi-circular in appearance. Other marks are observed which have the appearance of forcep marks. Viscoelastic was not provided. It is unknown if the qualified product was used. The reported haptic issue could not be verified. The lens was retuned outside of the device and no haptic damage was observed. The root cause for the observed optic damage could not be determined. The lens, haptic and plunger positions during advancement could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, there was tension on the haptic and a defect in the optic of the iol. There was no harm to the patient. Additional information was requested.